Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had a display anomaly. The customer¿s blood glucose level was unknown at the time of the incident. It was reported that display was flashing and solid white and insulin pump was dropped. The insulin pump will not be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected flashing white or blank display followed by an unexpected intermittent beep alarm. Per visual examination there were cracks in the circuitry located at both sides of the lcd controller and below the lcd screen itself. Also several lcds were cracked within the display itself. Unable to perform displacement, sleep current measurement, active current measurement, or self tests due to the cracked areas.